Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed extreme dry eye with edema on the right eye (od) at a 3 month post op exam. The surgery center indicated the patient experienced a loss of best corrected visual acuity (bcva). The patient¿s comment was that of itchiness and blurred vision, no pain. The surgery center indicated that the adverse event was not equipment related. Bcva from (B)(6) 2016: right eye pre-op 20/20 1.50 x .00 x 90; left eye pre-op 20/20 1.50 x -.25 x 140. Bcva from (B)(6) 2016: right eye post-op 20/30 -.50 x -1.50 x 75, left eye post-op 20/20 .25 x -.25 x 167.